Manufacturer narrative:
The technician replaced the brake steer and the brake casters to resolve the issue.

Event description:
The technician alleged the brake caster and the brake casters were not holding. No pt impact.